Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6): customer reports the injector ram only moves forward when staff attempt to retract the ram. The injector was not connected to a patient during this event. Patient was on table, but staff was attempting to load contrast into the syringe when the failure was noted. No reported injury.